Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 2.30 g/l and their sensor glucose read .86 g/l. The customer also stated the insulin pump stopped insulin delivery due to the low blood glucose. Customer also had several calibration rejected messages. Customer declined to return the product for analysis.